Event description:
Caller alleging discrepant inratio values (B)(6) 2015 inratio = 1.6; restest inratio = 4.1; 2nd retest inratio = 3.5. Time between tests a few minutes. (B)(6) 2015 test with alere tech support services inratio = 4.3 patient's therapeutic range 2-3 no reported adverse patient sequela no additional information provided

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. A review of retain testing from previously conducted case (B)(4) met both accuracy and strip repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 365984a, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing a review of the manufacturing records revealed that the lot had met release specifications. Although an improper technique was identified in the complaint, root cause is unable to be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending